Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) evaluated the system and determined the a-plane collimator was faulty which was the cause of the ring artifact. The fse replaced the a-plane collimator and performed calibrations to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.